Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer fault 122," "pacer fault 123" and "pacer fault 126" messages. Complainant did not indicated that there was any patient involvement in the reported malfunction.